Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. Records indicate this lead remains in service. Should additional information become available, this report will be updated.

Event description:
It was reported that shortly after initial implant, the patient implanted with this right ventricular (rv) lead experienced a syncopal episode. It was reported a lead had become dislodged which was revised. No additional adverse patient effects were reported.